Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
(B)(4). Reason for original complaint: litigation papers allege the patient suffered pain, scarring, and disfigurement. Papers also allege excessive levels of chromium and cobalt blood levels. Doi: (B)(6) 2009 dor: none scheduled at this time (right side). (B)(6). Update (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2015: added sales rep details, patient weight and height, surgeon's name, revision date, added products (stem and sleeve), additional reason for revision:pain. Taken from der dated (B)(6) 2015.